Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. There was also moisture damage on the motor, battery tube, keypad, and vibrator assemblies. The device could not undergo the displacement test or be verified for unresponsive buttons due to the blank display. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly due to moisture damage. The patient's blood glucose at the time of incident was 150 mg/dl. The customer stated that he spilled water on the pump and didn't realize it until twenty minutes later. The customer dried off the pump and removed the battery but the screen was flickering and the buttons were not responding properly. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.